Event description:
A ventilator was evaluated by a field service engineer for service. The device was not in patient use. During the evaluation of the device by the field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.